Event description:
It was reported that the user paused the ilet insulin delivery for a shower, forgot to resume dosing, and later resumed when glucose was approximately 350 mg/dl; the device then delivered corrections, and the user announced a meal without eating to obtain insulin, after which a low glucose occurred. Symptoms included no reported signs for the hyperglycemia at a peak of 400 mg/dl and no reported signs for the hypoglycemia at a nadir of 39 mg/dl. Outcomes included return to target range after dosing was resumed and continued use of the same supplies, with no hospitalization or medical intervention. Investigation included review of the event history, user-reported use behaviors, and troubleshooting with education on resuming dosing after pausing and avoiding false meal announcements. Investigation of this case revealed user-related use error leading to interrupted insulin delivery followed by excess insulin from a non-consumed meal announcement; device function was not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error related to failure to resume insulin delivery and inappropriate meal announcement.